Event description:
The customer observed imprecise results for the alinity I b12 assay for one patient. The following data was provided: sample ID: nl7546 reagent lot 65284ud00 b12 results: 232.63 pg/ml on (B)(6)2024 reported out believed to be correct. 331.36 pg/ml on (B)(6)2024, 236.00 pg/ml on (B)(6)2024. Reference range for b12 187-883 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
The reagent size code was updated on 01jan2025. Updated field d4-lot# from 65284ud00 to 65284ud01 and field d4-primary UDI number from (B)(4).

Manufacturer narrative:
After further evaluation, the suspect medical device was changed from alinity I b12 reagent, list 07p67-32, abbott ireland diagnostics division, longford, ireland to the alinity I processing module, list 03r65-01, abbott laboratories, irving, texas, USA. MDR number 3016438761-2025-00071-00 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer observed imprecise results for the alinity I b12 assay for one patient. The following data was provided: sample ID: (B)(6), reagent lot 65284ud00. B12 results: -> 232.63 pg/ml on (B)(6) 2024 reported out believed to be correct. -> 331.36 pg/ml on (B)(6) 2024. -> 236.00 pg/ml on (B)(6) 2024. Reference range for b12 187-883 pg/ml there was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed imprecise results for the alinity I b12 assay for one patient. The following data was provided: sample ID: (B)(6) reagent lot 65284ud01: b12 results: 232.63 pg/ml on (B)(6) 2024 reported out believed to be correct. 331.36 pg/ml on (B)(6) 2024. 236.00 pg/ml on (B)(6) 2024. Reference range for b12 187-883 pg/ml there was no impact to patient management reported.